Event description:
Per sales rep, the surgeon was fixating a plate with the 1.7 screws and the screw heads snapped off. The surgeon fixated with different screws, the threads were left in the pt.

Manufacturer narrative:
Because the affected screw heads were not returned for eval, the root cause can not be determined. Based on statistical eval no indication was found for any device related issue. The complaint is added to the trend. Potential root causes for a screw fracture are: bone was hard with resulting high torque. Application of unintended loads (e.g. Because of an improper pilot hole - not deep enough, oblique, eccentric, inadequate sensitive tightening of the screw during insertion). Inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact). Collision with other implant or instrument.